Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. No motion sensor test failure error alarm was noted during testing. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a missing end cap sticker, a cracked case at the display window corner, a cracked lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report did not motor position encoder error alarm. The customer was assisted in performing pump rewind and got motion sensor test failure alarm (a35). The customer explained that his bubble sticker is missing. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.